Manufacturer narrative:
On completion of the investigation, a follow up report will be submitted.

Event description:
During a fenestrated case a stent was dislodged from the balloon. The physician deployed the proximal portion of the stent graft and stent was in the bend of the wire. The deployed graft caused the stent to dislodge.

Manufacturer narrative:
Engineering analysis: no sample has been returned therefore an evaluation of the stent delivery system could not be performed. The complaint details provided indicate that the stent was dislodged in the bend of the wire and that the deployed graft caused the stent to dislodge. No sample has been returned therefore an evaluation of the dimensions of the crimped stent could not be performed to verify if the balloon was properly crimped. The introducer sheath used in the case was also not returned. If the proximal end of the stent came in contact with the edge of the fenestration of the endo graft or came in contact with the distal end of the introducer sheath this could cause the stent to dislodge or loosen the stent. If the stent was loosened, upon inflation the stent would be pushed off the balloon while inflating and deploying the stent. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all 59 quality inspection samples passed this final inspection without any non-conforming devices. No stents were dislodged during this testing. Conclusion: based on the details of the event and the successful lot qualification test data atrium can find no fault with the device and or lot of stent delivery systems in question.